Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm within 5 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another device. No complications were reported, and patient was good post procedure.